Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others, red particles on the shell, missing a piece of shell (25-50%), and missing patch (75-100%). A microscopic analysis was performed which identified: a sharp broken on radius. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on radius assessed as unidentified (tear) opening. Missing shell and patch assessed as inconclusive.

Event description:
Health professional reported right side rupture. Device was explanted.

Event description:
Healthcare professional reported right side rupture. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.7., g.1.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture. Device was explanted.